Manufacturer narrative:
(B)(4). Although requested the set and devices have not been received. A follow up report with investigation results will be submitted should the device be returned for evaluation.

Event description:
Customer reported potassium chloride over infusion. The device was alarming channel error 30 minutes into the 2 hour infusion and the bag was noticed to be empty at that time. This event occurred in the critical care hospital in micu. No report of patient harm or medical intervention required. Although requested, no additional patient or information was provided.